Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 05/2019).

Event description:
It was reported that during a fistulagram, the pta balloon allegedly had a leak at the connection hub. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted on the DHR, mrb, receiving inspection, internal rejects history, manufacturing controls and fmeas. The manufacturing review did not indicated any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was receive for evaluation. A visual inspection found deep sanding marks on the catheter shaft, underneath the strain relief. The sanding marks were examined and a partial break was noted in the shaft. An attempt was then made to inflate the device, and water was noted to leak from the break. Therefore, the investigation is confirmed for the reported leak, and for a partial break in the catheter shaft. Per the evaluation, sanding marks were identified distally past the hub (extending past the sanding maximum range); therefore, excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. An event was opened and closed to address this issue. The operator was retrained. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a fistulagram, the pta balloon allegedly had a leak at the connection hub. Another device was used to complete the procedure. There was no reported patient injury.